Event description:
Procedure: hysterectomy. Reportedly, during the procedure the device was applied, but the jaws of the device would not release from tissue. The surgeon then clamped on both sided of the device jaws and cut the instrument from the tissue. Used competitive product to clamp on both sides to cut the instrument from the tissue. Used competitive product to clamp on both sides to cut the instrument to clamp on both sides to cut the instrument away. The facility reports the pt is fine.